Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported he has been on his insulin infusion device for a few days and has changed his insulin cartridge twice. He said that 30-40 minutes ago, he noticed droplets of insulin in the upper half of the cartridge chamber wall. To troubleshoot, the patient inspected the bottom of the cartridge and confirmed it was not leaking. The patient does not attach the adapter and tubing to the cartridge prior to inserting the cartridge into his device. He was advised to do so. The patient was also instructed on how to properly adjust the piston rod and tighten the adapter and tubing. The patient will dry out the cartridge chamber but said he did not wish to stay in the call while he did so. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.